Manufacturer narrative:
The customer¿s complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There have been no add¿l complaints reported against the finish goods lot and the DHR (device history record) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unk. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of this nature. (B)(4).

Event description:
A doctor reported that the infusion line would not snap into the trocar cannula during a procedure. There was no harm to the pt.